Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised due to rising ion levels (ions and levels not reported). Intra-operatively, surgeon reported that no metallosis was evident but the femoral head was very easily removed from the stem. Patient was revised using a c-taper sleeve and a 36/+2.5 ceramic femoral head.